Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported hole and mechanical issue could not be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 was identified as having been cut into half in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 1 was not leak and pressure tested due to cylinder was cut into half. Cylinder 2 passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and examined using a microscope. The foreign material (fm) (green color) was found inside the pump bulb and inside the inflation button. The pump was not functionally test due to the fm was identified within the pump. The pump kink resistant tubing (krt) was fatigue and worn down to the filament; no leaks were found. Product analysis was unable to identify device malfunction with the returned pump. The ams700 ipp spherical reservoir was visually inspected, leak tested and microscopically examined. The foreign material (fm) (green color) was found inside the reservoir shell. The reservoir had wear at a fold in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A replacement surgery was performed and upon inspection of the removed components a hole was identified in the right cylinder. The cause of the cylinder rupture was not detailed by the hospital. A new ipp system was implanted. The patient had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A replacement surgery was performed and upon inspection of the removed components a hole was identified in the right cylinder. The cause of the cylinder rupture was not detailed by the hospital. A new ipp system was implanted. The patient had a stable outcome.